Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Correction number: 2531779-03/24/2010/003-r.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: there is no activity outside normal use observed in the pump history. During testing, the pump failed to detect the cartridge during the load step. There was evidence of contamination observed on the force sensor assembly.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and alleged that the pump dispensed insulin from the cartridge during the load step. The patient did not allege any harm or injury because of the reported issue. The pump was replaced.